Event description:
The pt involved was a (B)(6) female weighing approximately (B)(6). The diagnosis was a 90 degree ulnar club hand. The proposed treatment was ulnar deviation and distraction, using a mini fixator code m511. The original operative date was in (B)(6). On (B)(6), it was reported that the mini fixator is slipping and will not hold and bolt is falling out. On (B)(6), the pt was put under anesthesia to replace the fixator. The doctor replaced the fixator with a new one, however realized that the new fixator was doing the same as the old one. The doctor tried changing directions of the fixator/pins with no success. The doctor then put the old fixator back on the pt. The immediate outcome was that the pt was fine and the fixator was applied. No adverse effects have been reported for the pt. No info have been provided on the current status of the pt health. (B)(4).

Manufacturer narrative:
A technical eval of the product was not performed as the product has not been made available for the investigation, still on pt. A clinical eval of the x-rays of the case was not possible as the x-rays have not been made available, until now. Considering the event description, a fixator code m511 malfunctioned 2 months from the application, but no info has been provided on the actual procedure put in place, such as pre and post operative x-rays, nor the product involved has been returned for eval, nor the product lot number has been disclosed. Orthofix (B)(4) tried to collect all the info necessary to determine the pt current health condition in order to verify the resolution of the event. Unfortunately, this info was not made available. Therefore, it is not possible to draw any conclusion with regards to the complained fixator malfunctioning. In case further info is provided on the specific application of the system (e.g. X-rays) or on the product involved, orthofix (B)(4) will promptly finalize the investigation on the case. Orthofix (B)(4) continues monitoring the products on the market.